Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the high purge pressure issue was not determined since product and logs were not returned for review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 81-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was on support, the pump displayed "high purge pressure" alarm. The staff noticed high purge pressure and low purge flows and eventually the purge flow became blocked. Intravenous sugar solution was started in the purge and this resulted in a marginal change in purge flow. The pump would not run higher than p-1. The pump was removed and exchanged. There was no patient harm.